Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was examining a recently explanted implantable cardioverter defibrillator (ICD) and was shocked. No patient complications have been reported as a result of this event.